Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the suspect battery was returned for evaluation. The customer's report was not replicated or confirmed. The battery passed testing with no discrepancies observed. The battery logs were reviewed and did not identify any errors or unusual voltages that would indicate a malfunction. The log does show one occasion where the battery became depleted after six hours and 45 minutes of use. However, this a normal capacity interval for the battery being used to power the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down. The clinicians attempted to turn the device back on and the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2018-00555 and 1220908-2018-00607 for similar events reported from the same customer.